Manufacturer narrative:
The patient experienced nodules on their abdomen after laser treatment with sculpsure. The treatment parameters were within clinical guidelines. The patient is undergoing acoustic wave therapy to attempt to resolve nodules. Nodules are an expected side effect from the treatment. Upon evaluation, the device was found to be working within specifications and no problems were found. This is reportable because the patient received medical intervention.

Event description:
The patient reported presence of nodules post 6 months after treatment. The patient is receiving weekly acoustic wave treatments to resolve nodules.